Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) vented high-volume inlets had particles in the packaging. One device had a black particle inside the outer packaging, while the other had a light plastic particle present in the outer packaging. This was observed before use. There was no patient involvement. No additional information is available.